Manufacturer narrative:
Report source: correction. Device manufacture date: correction. Manufacturer's investigation conclusion: damage to the silicone distal end bend relief near the metal connector of the patient's driveline was confirmed based on an onsite evaluation by an abbott representative as well as a submitted photograph. Review of the photograph submitted by the account revealed a crack in the outer silicone sleeve adjacent to the tapered portion of the distal end bend relief where the nipple housing of the metal connector is located on the driveline. The underlying clear bionate/nipple housing of the metal connector was not visibly exposed in the photo and the distal end bend relief was not completely separated from the metal connector. A clamshell repair kit was installed by the technical services representative on (B)(6) 2019 under work order 72122. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a tear in the distal end bend relied near the controller connector. Patient will be returning on (B)(6) 2019 for a clam shell install. Rescue tape was placed on the tear. No further information provided.